Event description:
The pt stated that her blood glucose "shot way up again". She reported that her blood glucose readings had gone up to "400 mg/dl", but did not recall the date of the occurrence. During troubleshooting with a company representative, recent blood glucose readings stored in her meter were reviewed. In 2007, her blood glucose readings were 303 mg/dl, 111 mg/dl, 52 mg/dl, 31 mg/dl, 59 mg/dl, 114 mg/dl, and 166 mg/dl (she reported giving herself a 1 unit bolus of insulin following this reading) at 2:54 am, 7:06 am, 9:22 am. 5:39 pm, 5:49 pm, 6:51 pm and 11:16 pm, respectively. The next day, the stored blood glucose readings were 99 mg/dl and 60 mg/dl at 2:14 am and 7:11 am, respectively. She then stated that, on the previous day, her son informed her that she had "passed out" and he "poured coke down her throat because she could still swallow". She reported that it felt "like she was in a kaleidoscope". They chose not to contact emergency medical services at that time. She stated that she has called her physician's office to discuss her erratic blood glucose readings, but the "nurse won't call her back". She stated that, "after she came to", she ate a pizza and her blood glucose "never went over 100 mg/dl". She stated that "it should have shot way up. During troubleshooting with a company representative, she verified her basal rates and indicated that they needed to decrease from 23 units to "about" 20 units of insulin for the day. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.